Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (10g15h25, 10h23h25 and 10j15h25) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse with supplemental information by a consumer in the USA of constipation and peritonitis coincident with dianeal pd2 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd2 ambuflex (dose, and frequency not reported) and extraneal viaflex (dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. The consumer reported that on an unreported date, the patient had a tooth pulled and was put on a unspecified medication ( therapy dates, dose, and frequency not reported). On an unreported date, the patient experienced constipation. The consumer reported the constipation was related to an unspecified medication the patient was taking for the pulled tooth. On (B)(6) 2011, the patient was diagnosed with peritonitis. The culture result was unknown. Treatment for the peritonitis and constipation were not reported. At the time of this report, the patient had recovered from the peritonitis. The outcome for the event of constipation was not reported. It was not reported if dianeal and extraneal therapies were ongoing. Per the nurse, the peritonitis was not related to dianeal and extraneal therapies. The nurse reported the peritonitis was a result of the constipation. The consumer reported the cause of the peritonitis was due to the constipation. An opinion of causality for the event of constipation was not reported.

Manufacturer narrative:
(B)(4). This is report 3 of 4 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted upon completion of baxter's investigation.